Manufacturer narrative:
According to the information provided by the technician, even after the restart of the ventilator, the technical error persisted. The device was repaired by third party service. There was no on-site visit by our technician. No details were provided regarding final solution of the issue. Generated technical error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. The device's logs were not provided for further analysis. As the final solution is unknown, the cause of the failure was not determined. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).